Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, it was determined that the cause was the downstream scale factor readings being out of specification. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.